Event description:
Allegedly revised due to periprosthetic fracture stem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Complaint review was conducted and anaylsis showed no trend for item/lot.